Manufacturer narrative:
Concomitant medical product: product ID 97755, serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated previously documented information. Patient stated that they were still feeling a burning sensation while charging their ins and their recharger was not hot nor were there any error messages on their controller. Patient stated they googled "mdt scs burning" and "did not like what they read." Agent provided information to patient that there does not appear to be an external equipment concern and redirected to hcp to further address.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they are not able to charge the implanted neurostimulator (ins) for about 2 weeks. Patient stated they are getting recharger problem message. Patient stated they lost a bunch of weight and not sure if that is causing problems with recharging the ins. Patient services specialist asked patient to inspect the recharging antenna for damage and patient said the paddle and cord got hot a couple weeks ago. The issue was not resolved. An email was sent to the repair department to replace the recharger device. Patient service reviewed if the issue is not resolved with the new recharger patient will need to consult with healthcare provider office for next steps.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)). Product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or has malfunctioned. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.